Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause of low bg was not known. Customer consumed carbohydrates to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.